Event description:
It was reported that the left ventricular (lv) lead was dislodged. During revision, there was difficulty removing the lv lead from the suture sleeve, resulting in insulation damage. The lv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, suture sleeve movement and insulation damage. As received, a complete lead was returned stretched in one piece and was returned without a suture sleeve. The reported event of insulation damage was confirmed. The cause of the reported event insulation damage was due to procedural damage to the insulation at the s-curve region of the lead. The reported event of suture sleeve movement was not confirmed. Suture sleeve analysis could not be performed as the lead returned without a suture sleeve.